Event description:
Customer reported experiencing a cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer successfully resolved the issue by performing a pump reset with guidance from technical support and they were able to start their sensor session successfully.